Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were found. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Event description:
It was reported the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead failed to capture at maximum output. The lv lead was then removed and replaced. The patient was in stable condition throughout.